Event description:
It was reported that there were connection issues with an unspecified quantity of one-link non-dehp standard bore catheter extension sets. The connection issues were further described as, ¿frustrations due to caps being difficult to connect to¿ and ¿poor connections with multiple vacutainers¿. These issues were identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 18, 2022 - may 19, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.